Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Improper techniques were identified in the complaint. Additionally, the customer reported clotting factor ii disorder. These could not be ruled out as a cause of the unexpected results. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation was pursued at this time. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2014, time: 12:34 pm, inratio: 1.6. Date: (B)(6) 2014, time: 1:51 pm, inratio: 3.0. Therapeutic range: 3.0 - 3.5. Caller reports that multiple finger sticks were performed on the same finger.